Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(6) visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that there was a gap between the second and third staple on one side of the stapler. This indicated that the front two staples were crooked and misaligned in the cover block. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 33 staples left in the cartridge, indicating at least 2 staples were fired by the customer. Upon functional testing, the first fire correctly formed and released in the air. The next two fires in the skin pad released two malformed staples. The stapler jammed due to staple misalignment. One malformed formed staple and one unformed staple was manually removed. Functional testing was continued. Dimensional testing was completed on the unformed staple, the staple was within specification. Another fire in the air was made and the staple fully formed and released. The next 15 staples were fired into the skin pad, all the staples fully formed and released. The stapler was disassembled, die casting anomalies were discovered on the forming tool. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared misaligned. Upon functional testing, the first fire correctly formed and released in the air. The next two fires in the skin pad released two malformed staples. The stapler jammed due to staple misalignment. One malformed formed staple and one unformed staple was manually removed. Functional testing was continued. Another fire in the air was made and the staple fully formed and released. The next 15 staples were fired into the skin pad, all the staples fully formed and released. The stapler was disassembled, die casting anomalies were discovered on the forming tool. The root cause of the initial misalignment could not be determined. The stapler was disassembled, die casting anomalies were discovered on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".